Manufacturer narrative:
(B)(4).

Event description:
It was reported " blood in helium driveline". Additional information states the iab was clamped and then later removed. The device was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "blood in helium driveline" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported " blood in helium driveline". Additional information states the iab was clamped and then later removed. The device was not replaced. The patient's current condition is reported as "fine"